Event description:
Reporter alleged he obtained a result of 277 mg/dl on the advantage system while using expired strips stored in a different vial than the original one they came in. Reporter alleged he began experiencing hyperglycemic symptoms, he felt dizzy, passed out and his wife called 911. Reporter stated that the paramedics took him to the hospital where a 1200 mg/dl result was obtained on their system and he was given unk treatment. No other actions were reported taken or treatment received. Per product labeling, strips should be stored in the original container with the cap on. Labeling also advises not to use expired product as it is likely to cause false results. A request was made for the return of the suspect device and replacement product was sent.